Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that coating of the guidewire was peeling. The device was not used on the patient.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Three unused guidewires were returned in the opened original packaging. The coating noted the coating intact on all three samples. The "flaking" referred to by the user was confirmed to be silicone jellified and adhered to the guidewire when removed from the hoops; the clumps of silicone are from the packaging process (silicone / stuff hoop). Per the work step the operator injects silicone into the hoop to make traction easier. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. The saline should flush away the silicone; therefore a new complaint will not be created. The samples were observed under the microscope at 30x magnification; the jellied silicone was confirmed to be present at different points on each guidewire. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that coating of the guidewire was peeling. The device was not used on the patient.